Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device was explanted due to malfunction - loss of fluid.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed separations in the inlet tube of the reservoir. Testing revealed these to be sites of leakage. The separation appears to be within a group of striations, indicating contact with unshod instrumentation. Partial separations within abrasion were noted in the inlet tube of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the non-sterialized exhaust tube and on the inlet tube strain relief of the pump. Partial separations within abrasion were noted in the exhaust tube of cylinder 1. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with the pump or cylinder 1. No visual or functional abnormalities were noted with cylinder 2. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5674457. The information received indicated "malfunction - loss of fluid", but because no functional abnormalities were noted with the returned components other than instrument damage, quality is unable to confirm the reported complaint. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.